Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Code 3191 was used to capture the required additional intervention taken the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the high out of range pace impedance measurements.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this dual chamber pacemaker exhibited high out of range pace impedance measurements, measuring greater than 2000 ohms on the right ventricular (rv) lead. Subsequently, additional intervention was taken to explant and replace the pacemaker as well as surgically abandon and replace the rv lead. No additional adverse patient effects were reported.